Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Sensor found to be in state 5 (indicating normal termination). The investigation attempted communication between returned sensor and known good reader. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a sensor error message and was unable to obtain readings. As a result, customer experienced loss of consciousness and hypoglycemia was unable to self-treat, requiring third-party treatment of orange juice. Additionally, it was reported that a reading of 40mg/dl was obtained on health care provider meter, no further information was provided. There was no report of death or permanent impairment associated with this event.